Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A report regarding an unspecified operating issue with the function of the abbott diabetes care (adc) device. Furthermore, the customer stated that the adc ¿sensor was opened and failed to work.¿ as a result of the reported issue, the customer was unable to obtained their glucose reading leading to contact with a healthcare professional (hcp) ¿pharmacy 986¿ and received unspecified medicine¿ due to the device issue. There was no report of death, serious injury, or mistreatment associated with this event.